Event description:
The consumer alleges that a piece of the spinbrush toothbrush head broke off in his mouth and that he started choking. Additionally, it allegedly caused a cut on the inside roof of his mouth which bled some. The consumer refused to send the spinbrush toothbrush back to us. Also, he did not seek medical attention. This is being reported based on the allegation of a malfunction (small part breakage) with the potential to cause serious injury (choking).